Event description:
It was reported that following their implant procedure on (B)(6) 2025, the patient passed away on (B)(6) 2025 from a myocardial infarction and cerebrovascular accident.

Manufacturer narrative:
A patient death was reported to abbott. No scs system complaints were reported nor were any implanted products returned for analysis. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.